Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. The files showed that no episode was recorded during the loss of consciousness and no element suggesting the pt's symptom could be correlated to the device behavior. However, the reported 10bpm on the programmer is related to a programmer software error. The reported display issue had no consequence on pt safety and can remain implanted. The correction of this software error will be evaluated for future versions. (B)(4).

Event description:
After a scheduled follow-up appointment, the pt reportedly lost consciousness. The memory of this pacemaker was reviewed; no episodes were recorded but the heart rate curve showed a rate of 10 bpm for a short time. The device remains implanted.